Manufacturer narrative:
Device identification, device manufacture date: additional information. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file. A review of the submitted log file showed 240 events spanning approximately 53 days (B)(6) 2019 per time stamp). On (B)(6) 2019 at 07:56 the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to 3 ¿ 5v. The backup battery was able to supply power to the controller until power to the mpu was restored. The alarm cleared on its own shortly after once power was restored. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu, serial (B)(4), was not returned for analysis and is still in use. Additional provided information indicated that the patient did not notice the mpu coming loose from the wall. A new power cord was provided. A root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a no external power event on (B)(6) 2019 due to mobile power unit (mpu) power cord coming loose at the mpu or ac wall outlet, or house power disruption based on the log file review by the manufacturer's technical service representative. The patient did not notice the mpu power cord coming loose from the wall, and was provided with a new power cord. No further information was provided.